Event description:
It was reported, during surgery, the distal locking screw was placed by target device. However, the distal locking screw was not in the screw hole when checking the x-ray. The pt was revised immediately. In this revision surgery, the distal locking screw was removed and the wound was closed.

Manufacturer narrative:
Add'l info has been requested, and if received, will be provided in a supplemental report.